Event description:
It was reported that a stent fractured. The lesion being treated was located in the superior femoral artery. In (B)(6) 2013, a epic iliac stent was implanted. The procedure was completed and no patient complications were reported. Three months later, upon reviewing post deployment images, the physician felt the stent may have been fractured. Nothing was done to treat the stent and no patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).